Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system could not start up. Upon troubleshooting fse found that the failure in ups and the backup power supply was not available. To resolve the issue, fse bypassed the l1 and the system was functional in the absence of backup power supply. The system was returned to use in good working order. The codes were updated based on the investigation outcome.